Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The perforation and pericarditis allegations could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead had pericarditis with possible perforation. This lead was explanted and replaced. No additional adverse patient effects reported.